Event description:
It was reported that within days of implant, the patient experienced pacemaker syndrome and had some tightness in the chest. Follow-up with the physician's office indicated that the device was functioning normally, with no complications or allegations. The patient was noted to be a very anxious patient, who looked up pacemaker syndrome online and thought similar symptoms were being experienced, but the patient did not have those symptoms. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.